Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had power error alarm. The customer¿s blood glucose level was unknown. Customer stated that the battery in the insulin pump had short life span. Customer stated that the insulin pump had insulin pump error alarm. Customer was able to clear the insulin pump error alarm. Customer stated that the fill cannula was recorded in daily history. Customer performed self test, however it did not passed and insulin pump turned black and again received power error alarm. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 4 alarm or device test failed alarm noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alert or battery power loss alarm noted during testing or in the pump trace download.